Event description:
It was reported when the lead was removed from the protective plastic casing, it was discovered the plastic tip was bent. It was determined that implanting the lead would have placed the patient at risk of bleeding and at risk of electrode 0 not being implanted in the expected area. The lead appeared to be damaged. It was also reported that the screw was tight before the torque wrench could be clicked when holding the lead cap and using the blue torque wrench. It was noted the metal ring was spinning in the plastic housing. The screw was not tightened as it was feared this might have placed the lead at risk of damage. Refer to manufacturer report # 6000153-2012-00213 for analysis of the bent lead. It was unclear which lead was actually bent and the events appeared to have occured during the same procedure.

Manufacturer narrative:
(B)(6): analysis of the three torque wrenches found no anomaly.